Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2014, the patient was admitted with the following preoperative diagnoses: failed back syndrome. Spondylolisthesis with severe stenosis. Spinal instability. Failed artificial disc replacement l3-4, l4-5, l5-s1. The patient severe back pain and was barely able to move with extreme agony to any motion or movement of his back. There was clearly documented instability on his imaging studies, with artificial disks malaligned. Patient was indiciated for posterior stabilization and fusion with possibility of removal of the disks and anterior interbody fusion. He underwent the following procedures: posterior midline approach to l3-s1 posterior midline skin incision with bilateral paraspinal muscle sparing approach to l3-s1. L3-s1 posterior pedicle spinal instrumentation using screws. L3-s1 posterior and posterolateral fusion 12 mg of rhbmp-2, putty and local bone. L5-s1 foraminotomy on the left. Use of operative microscope. Intraoperative fluoroscopy and intraoperative reading. Use of somatosensory evoked potential monitoring. Use of operative microscope. As per op notes:"the l3, l3-4, l4-5 and l5-s1 posterolateral gutters were completely decorticated and grafted with 12 mg of rhbmp-2, putty and local bone. Good bony fusion was obtained in this fashion. Final x-rays, ap and lateral, showed good solid fixation¿ no patient complications were reported. (B)(6) 2014: the patient was discharged.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.